Event description:
It was reported that the rv lead was explanted due to high defibrillator impedance greater than 200 ohms with pocket manipulation. The atrial lead dislodged during extraction of the rv lead. It was explanted and not replaced because there had been no recent atrial pacing. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. A 3500a was received and further reports that the pt was "admitted for ICD alarm/alert at office evaluation determined high lead resistance indicating lead fracture or dislodgement. Lead replaced in 2006, patient discharged home for op management the next day.".

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: defib conductor fractured; full lead returned for analysis. Evaluation summary: outer insulation breached depression; full lead returned for analysis. Other: it was reported that the rv lead was explanted due to high defibrillator impedance greater than 200 ohms with pocket manipulation. The atrial lead dislodged during extraction of the rv lead. It was explanted and not replaced because there had been no recent atrial pacing. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. A 3500a was received and further reports that the pt was "admitted for ICD alarm/alert at office evaluation determined high lead resistance indicating lead fracture or dislodgement. Lead replaced in 2006 patient discharged home for op management the next day." Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification, but this does not relate to event, dislodged.

Event description:
It was reported that the rv lead was explanted due to high defibrillator impedance greater than 200 ohms with pocket manipulation. The atrial lead dislodged during extraction of the rv lead. It was explanted and not replaced because there had been no recent atrial pacing. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.